Manufacturer narrative:
Correction: evaluation codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The balloon catheter 2af283 with lot number 81569 was returned and analyzed. The data files showed at least three applications were performed with the returned catheter without any issue on the reported date of the event. The data files showed at least five applications were performed with a non-returned balloon catheter 2af283 with lot number 81569 without any issue on the reported date of the event. Visual inspection of the balloon catheter showed the inner balloon had dried blood. Smart chip verification indicated the catheter was used for 3 injections. The catheter failed the performance test due to a persistent system notice 12211 (the system does not recognize the catheter). The catheter failed the electrical continuity test. The impedance measurement between pin #1 and 2 showed open loop. Dissection showed a guide wire lumen breach at 1.15 inches from the tip. Visual inspection under microscope revealed a cut on the guide wire lumen and corrosion was observed on the thermocouple wires. In conclusion, the balloon catheter failed the returned product inspection due to guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.